Manufacturer narrative:
A new device and leads were successfully implanted. The left ventricular lead was surgically abandoned and will not be returned for analysis; therefore, the clinical observations could not be confirmed. Should additional information become available, an amended report will be submitted.

Event description:
Boston scientific crm received information that during a follow up visit, this left ventricular lead exhibited impedances greater than 2000 ohms and high thresholds. An insulation issue was suspected. In addition, the competitor's atrial lead exhibited high impedances and increased thresholds. A revision procedure was performed; the leads were surgically abandoned and replaced. In addition, it was elected to replace the device as elective replacement indicator was reached on october 3, 3009 due to normal battery depletion. As the leads were surgically abandoned they were not returned for analysis. The device was given to the patient and will not be returned. No adverse patient effects were reported.